Manufacturer narrative:
The reported complaint of "the user was unable to manually rotate the encoder shaft of the autopulse platform (sn: (B)(4)) because the driveshaft was stiff" was confirmed during functional testing and based on the review of the archive data. Based on the investigation results, the stiff/stuck encoder driveshaft was appeared to be an intermittent issue. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. However, the returned autopulse platform is a new device, manufactured in september 2019, and therefore, the root cause for the sticky clutch plate could not be conclusively determined. Deburring of the clutch plate was performed to remedy the problem. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the autopulse platform archive was performed, and it showed the following user advisories to have occurred intermittently on the reported complaint date: ua45 (not at "home" position after power-on/restart), ua12 (lifeband not present), and ua02 (compression tracking error), and the error messages were cleared. The observed ua12 and ua02 error messages are unrelated to the reported complaint. However, the root cause for the ua45 was most likely due to the intermittent stiff/stuck driveshaft not to be at "home position"; thus, confirming the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. Ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Ua02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the functional testing without any fault or error. During further functional testing, it was noted that encoder driveshaft was not rotate smoothly, exhibiting binding and resistance; thus, confirming the reported complaint. Following service, including deburring of the clutch plate, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During the introduction of the newly purchased autopulse platform (sn: (B)(4)) at the customer site and after performing a short demonstration of how the device functions, the user was unable to manually rotate the encoder shaft with lifeband clip because the driveshaft was stiff. The lifeband (lot # unknown) could not be removed from the autopulse platform. No patient involvement.